Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The valve was implanted. The following day the patient experienced a mild right-sided stroke confirmed by computed tomography (CT). The patient could not move her left leg but could still wiggle her toes. The patient status was hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stroke and movement disorder was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The valve was implanted. The following day the patient experienced a mild right-sided stroke confirmed by computed tomography (CT). The patient could not move her left leg but could still wiggle her toes. The patient status was hospitalization.